Event description:
The patient 'coded' but the monitor/module did not alarm.

Event description:
Customer reported that a patient coded but the monitor/module did not alarm.

Manufacturer narrative:
The customer reported that the monitor/module did not alarm when a patient "coded" and the patient died. The hospital did not provide any printed strips showing patient waveforms at the time of the incident. Data from the ics retrospective review system was not available for the time of the event so there was no historical event data that could be retrieved at the customer site. A spacelabs field service engineer responded to the complaint. The devices were tested at the customer site and found to be operating in accordance with specifications. Spacelabs requested that the monitor, module and housing all be returned to (B)(4) for evaluation. Spacelabs will file a follow up report when our evaluation has concluded.

Manufacturer narrative:
Spacelabs has concluded our evaluation of this event. The hospital did not provide any printed strips showing patient waveforms at the time of the event. Patient data from the ics retrospective review system was not available for the time of the event. A spacelabs field service engineer responded to the complaint. The devices were tested at the customer site and found to be operating in accordance with specifications. Spacelabs requested that the monitor, module and housing be returned to (B)(6) for evaluation and all were found to be operating in accordance with specifications. Spacelabs has concluded that the reported issue could not be duplicated, and the hospital supplied no evidence of product failure. Spacelabs considers this issue is closed.